Manufacturer narrative:
The returned lead sc-2317-70, serial number (B)(6) was analyzed and revealed that all cables were completely broken at the bent-kinked location of the lead. The bent location is near the set screw mark of the clik anchor. There are no exposed cables at the fracture location. Based on all available information, engineers concluded that the high impedance measurements were caused by a lead fracture. The lead became bent after exiting the clik anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead displayed multiple high impedance readings, and subsequently the patients normal pain returned. The patient underwent a revision procedure in which the lead was replaced. There were no patient complications, and the patient was doing fine postoperatively.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead displayed multiple high impedance readings, and subsequently the patients normal pain returned. The patient underwent a revision procedure in which the lead was replaced. There were no patient complications, and the patient was doing fine postoperatively.